Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, non-sustained right ventricular oversensing was noted. The device was reprogrammed. The patient experienced no adverse consequences due to this event and is in stable condition.